Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred, which the caller understood and acknowledged.